Event description:
Procedure: hand assisted low anterior resection. According to the reporter: during placement and firing of instrument. Handle fractured, allowing cartridge to fall into patient's pelvis. Reload was retrieved, but staple line appeared incomplete, with malformed staples. An add'l staple line was placed distal to the first, and the malformed staple line and tissue was resected. Surgery time was delayed by more than 30 minutes with unknown effect on the patient. No reinforcement material was used. The patient was discharged.

Manufacturer narrative:
(B)(4).